Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported balloon leaked occurred. A 2.00mm x 9mm maverick²¿ balloon catheter was selected for predilation of the lesion. During preparation of the device outside patient, it was noted that the balloon was leaking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. Visual and tactile inspection was performed. There was contrast in the inflation lumen and the hypotube was kinked and bent in numerous places. The balloon and shaft were examined under magnification. There was a balloon pinhole over the distal markerband and the distal tip was damaged. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).